Event description:
It was reported after 40 rf power deliveries, the start/stop key did not respond to being pushed. As a result, rf power delivery did not stop when the start/stop button was pushed. Rf power delivery was successfully stopped after repeatedly pushing the start/stop button. The procedure was continued by using another generator.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: 01/18/2011. Date the initial reporter provided the info to the MFR: (B)(4) 2010.